Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a pfo closure procedure, the guidewire became stuck in the patient's atrium. The physician acquired right antegrade femoral access and successfully advanced an mpa1 guide catheter into the patient's left atrium. During guidewire manipulations, the wire became stuck within the patient's pulmonary artery. The patient was transferred to the surgical unit for possible interventions. The cardiac interventional team was on standby as the clinician vigorously removed the frayed guidewire. No patient injuries or interventional consequences to report.

Manufacturer narrative:
The alleged medical device was returned for a full investigation. The complaint is confirmed, but the root cause could not be determined. The device history record was reviewed, and no exception documents have been identified. A search of the complaint database was performed and no similar complaints for this lot number have been identified.